Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial port setscrew of the device was unable to advance in order to torque. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.